Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The treating physician reported that the patient felt her quality of vision was poor and spectacles does not improve; however, multiple repeat exams have shown no other abnormalities. Itrace shows some spherical aberration in the internal optics, and the treating physician suspects that she had some uv light exposure/leakage that may have irregularly polymerized the iol. The treating physician reports that during explantation, the lal was broken into many very small pieces and is unable to be returned for further evaluation. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal) was explanted due to patient dissatisfaction and suspected zone formation. Rxsight's first awareness of this event was on (B)(6) 2022.